Event description:
The reporter (patient's mother) contacted animas on (B)(6) 2013 alleging there was visible moisture behind the pump's display screen after the patient wore it while swimming in a pool for a short period of time. The reporter also stated the battery emitted a low battery warning and when the batteries were replaced, the keypad buttons did not respond when she attempted to verify the time and date after the reboot. After the pump was rebooted again, the pump reportedly had power; however, the display screen remained blank. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad and display malfunctions remained unresolved.

Manufacturer narrative:
Follow-up #1 06/10/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on with auditory and vibratory alarms but the display remained blank. A leak test was performed on the pump and found that the pump was leaking around the display lens. The pump was opened and moisture was observed inside the pump. The display screen was removed and was replaced with a test screen and the display was still not functional. The display cable and the circuit board were found to be corroded. The pump keypad buttons were tested and were unresponsive. The keypad flex cable was found to be corroded.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.